Event description:
It was reported that the patient presented to the hospital for a procedure. Following the procedure, during interrogation of the pulse generator, it was noted that the left ventricular (lv) lead had exhibited high capture threshold. Fluoroscopy was performed which confirmed that the lead had dislodged. The lead was capped and replaced on 30 jul 2024. The patient was stable throughout the procedure.